Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: right-mentor smooth round high profile 500cc saline breast implant, catalog number: 3503500, serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with mentor smooth round high profile 500cc saline breast implants which the left side deflated after implantation. The issue was symptomatic. As a result patient underwent bilateral removal and replacement as follow: left and right side replaced with catalog number 3506004bc, and 350 6504bc on (B)(6) 2019.

Manufacturer narrative:
On 11/8/2019, additional information indicated that the right side was deflated. The mentor failure analysis lab has received the right device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/4/20, mentor became aware from "mentor device tracking" that the date of implantation was on (B)(6) 2015. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Updated device evaluation summary: during visual evaluation of the sample, a crease was observed on the posterior view. Within the crease, a tear measuring approximately 0.3 cm was noted. The evaluation determined that the rupture is consistent with a crease fold rupture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Correction: mentor became aware on 3/10/20, that mistakenly not reported the replacements devices: right replaced with cat#;3506004bc, sn#:(B)(4), left replaced with cat#:3506504bc, sn#: (B)(4). Lot#: 6906723-029 is for the right side. Right side had the issue. 6944274-026 is for the left side which had no issue. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on (B)(6) 2019. Date of explantation updated to (B)(6) 2019. Device evaluation summary: during evaluation of the sample a crease was observed on the posterior view. Within the crease a tear was noted, measuring approximately 0.3 cm. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).